Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a proglide device after a carotid stenting procedure. Reportedly, while advancing the knot to the arteriotomy, the physician had achieved partial closure over the wire and closed over the j-wire. Once the physician removed the wire, the remaining distance of the knot to the arteriotomy was attempted to be tightened; however, the suture broke. The physician locked the locking suture and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician has recently completed training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. A suture break can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. The suture and the way it is loaded onto the device is verified during final inspection. The procedures provide for an integral suture that would deploy as intended. The device lot is functionally tested for suture deployment as part of lot acceptance. Every released lot would have met the lot acceptance specifications. The reported break occurred during the tightening of the suture, and the device did deploy the suture as intended. Based on the in-process inspection, lot acceptance testing, and deploying suture from the device, there is no reported information from the incident that would indicate a manufacturing deficiency or a manufacturing influence to the reported experience. The suture could be damaged by instruments used in the procedure, however, there were not any reported. A suture break can be due to the user pulling the suture against resistance. The proglide device instructions for use provide for the optimum procedure to ensure successful delivery of the suture. It was reported the user may have pulled the suture more than necessary, but this could not be confirmed. Anatomical conditions can interfere with the deployment process and may snag the suture during the tightening process. This can result in the user applying more force to complete the suture deployment and causing a suture break. The patient was reported to have no arterial calcification, tortuosity or scarring present, but obesity. The extra tissue may have caused a temporary snag to result in excess force, but this could not be confirmed. The evaluation could not conclude a manufacturing influence to the reported experience. The evaluation does indicate that user technique with anatomical conditions may have influenced the reported experience. The cause of this incident was determined to be related to operational context. Review of the device history record and a query of the complaint handling database were not performed because the lot number was not provided and the device was not available for analysis. There is no indication of a product quality deficiency.